Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Additionally, right side "undulations in the contour" and "seroma peri right implant located between the internal and external capsule with heterogeneous signal for probable associated blood content." Device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported unspecified side capsular contracture, baker grade IV. Additionally, right side "undulations in the contour" and "seroma peri right implant located between the internal and external capsule with heterogeneous signal for probable associated blood content." Device has been explanted.